Event description:
The customer stated the magnesium quality control shifted downward on the architect c8000 after using iron/magnesium calibrator lot 5418m200. The customer stated there were three pt results that could not be reported until the issue was resolved. The abbott customer service technician sent replacement calibrator to the customer. After receiving and calibrating with the new calibrator, the magnesium controls were back within target value. No adverse impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The manufacturer has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is completed.